Event description:
It was reported the pt did not charge the ipg as recommended. As a result the ipg is depleted. The physician explanted and replaced the ipg. Follow-up revealed pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.